Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer¿s insulin pump had white flashing display. Customer¿s blood glucose was unknown at time of incident. Customer reports display is solid white. Customer states the insulin pump was dropped or bumped. Customer declined to continue troubleshoot. Insulin pump will be return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump powered up properly after battery installation. No solid white display, partial display, or missing segments noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was monitored for 1 day. All characters are readable and no unexpected white display, partial display, or other display anomalies noted. Verified the lcd flex connector is properly connected. Pump received with scratched case and pillowing keypad overlay.